Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported an error on arm pointing to potential problem with left arm controller. The customer selected retry until the system allowed. Then they converted to lap prior to calling. The tse explained that the errors appear to be on the surgeon side console (ssc) master tool manipulator (mtm)left and it's possible that they return. The tse viewed system logs and saw 23062 errors on mtml. The procedure was converted to laparoscopic surgery. There was no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the conversion did not result in increasing port size incision or adding additional ports. There was no injury/harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm)left to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was returned and evaluated by the failure analysis (fa) team. During fa, the mtm was installed on an in-house system and error code 23062 on shoulder axis was observed. After installing and running fitness test, error code 23062 was not observed. The mtm passed 1hour slow speed sine cycle on shoulder axis. Due to the replicated data acquisition & fault detection module (dafd)3 errors with error code 23062 on shoulder axis observed during log review of the field logs, as well as during system test, the shoulder (axis 2) motor will be replaced.

Manufacturer narrative:
The master tool manipulator (mtm) was further evaluated by the failure analysis team. The mtm failed on slow gravity balance test post sine cycle wp (gb5). The probable root cause of the initial failure analysis finding(s) is due to the brake sticking in the armrest motor module.

Event description:
Refer to h11 for follow-up information.